Event description:
During a request for therapy assistance, the home patient (hp) stated that a homechoice automated pd set with cassette leaked from the top of the patient line. The hp reported that they started therapy without connecting. The hc moved to fill; the hc began filling and the solution came out of the top of the patient line. The technical service representative assisted the hp in ending therapy and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient started therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.